Event description:
The aspiration catheter's tip detached while inside the patient and was successfully removed on the hypotube. The physician had successfully performed the stenting procedure and had aspirated the vessel successfully using another device. The physician inserted the second aspiration catheter and aspirated the particulate from the vessel. The physician attempted to remove the aspiration catheter and the distal section of the aspiration catheter became detached. The detached section was still on the hypotube and was successfully removed together. The patient is reported to be fine.